Event description:
It was reported that a user who had received a replacement ilet pump sought guidance on meal announcements, noting they previously announced breakfast twice with their prior pump and asking whether to continue this practice. No reported symptoms or adverse clinical effects. Outcomes included no impact on health and no alarms. Investigation included customer support troubleshooting and education on best practices, advising single meal announcements spaced appropriately and noting the system continues to learn. Investigation of this case revealed no device malfunction and no component issue, with user technique of using meals as corrections was identified as the likely driver of the inquiry. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error related to meal announcement practices.